Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the tip of the pad. The missing material was not returned with the instrument. Common cause of this failure is attributed to use conditions.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.